Event description:
It was reported that a screw loosened one week after surgery, the x-ray identified the screw head slightly protruded from the plate. One month later, the screw angle changed and it is thought the plate may be loose. As a result, the spacer subsided and the intervertebral space was reduced and the lordosis alignment slightly changed. Currently no treatments or revision surgeries are planned.

Manufacturer narrative:
The warnings in the package insert states bending, fracture, loosening or migration of the implant are possible adverse effects. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.